Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd has initiated further investigation relating to this issue through CAPA 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that tubes are under filling with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes not filling completely. Additional information received: the pink top tube did not fill up to the 2 ml mark (should be the same as the lavender). I did the same at wp but this time I used a calibrated pipette to get exactly 2 ml into the pink and the lavender was the shorter one. Funny thing is that I have some in the car which I filled up earlier in the week with glucola and those (pink and lav.) Are at exactly the same level but slightly below the mark on the manufacturer label.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that tubes are under filling with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter: it was reported that tubes not filling completely. Additional information received: the pink top tube did not fill up to the 2 ml mark (should be the same as the lavender). I did the same at wp but this time I used a calibrated pipette to get exactly 2 ml into the pink and the lavender was the shorter one. Funny thing is that I have some in the car which I filled up earlier in the week with glucola and those (pink and lav.) Are at exactly the same level but slightly below the mark on the manufacturer label.